Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl). The customer delivered a bolus via insulin injection. The customer was feeling better and thought that the bg level was decreasing. The customer thought that the bg meter might have "an issue". The customer was to contact a healthcare provider about the high bg and to obtain a new meter.